Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The mobile view station (mvs) uninterruptible power supply (ups) was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, imaging system displayed a battery low message. The uninterruptible power supply (ups) battery is starting to fail. When the mobile view station (mvs) is unplugged from the wall, the low battery message appears. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.